Event description:
A malfunction alarm with code malf 15 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer in resetting the pump, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.